Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto off alarm while sleeping. The customer's blood glucose level was 379 mg/dl with ketones and reported diabetic ketoacidosis (dka). The customer reported that an emergency medical services were notified by a cgm monitor and assisted the customer with insulin delivery. During troubleshooting with tandem technical support (cts), cts educated about the auto off alarm safety feature and the customer acknowledged. The customer requested to turn off the auto off alarm. Cts instructed the customer through the settings to disable the feature.